Event description:
Dealer called stating that the motor slides for the vc5310 semi electric bed allegedly are shearing off causing the motors to not work or to fall off.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model vc5310, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1134867 rev c (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. A service technician from the dealer called stating that the motor slides (motor attachment caps) on the vc5310 semi electric bed are allegedly shearing off causing the motors to not work or fall off. The technician stated that the shearing of the motor cap allegedly caused the head section of a bed to collapse with the patient in the bed. No injury to the patient, just startled. No RMA has yet been issued but the technician is to have someone call for the information in order to return the parts to invacare for an inspection / evaluation. The malfunction has not been confirmed.